Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner . The event description provided states that the patient is dissatisfied with their post-operative visual outcome. The healthcare facility has advised that the patient has undergone an additional surgical procedure to have the lens explanted and exchanged. The device has not been returned to rayner. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. "Deviation from target refraction" is listed in the "adverse events" section in the rayone IFU. Our review of production records for the rayone galaxy toric rao615x batch 064244643 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 064244643. There is insufficient evidence and information available to determine the cause of the patient's dissatisfaction with their post-operative visual outcome. Rayner has sought additional information to facilitate further investigation; however, to date, no additional information has been received.

Event description:
On 8th january 2025, rayner received notification from an austrian healthcare facility of an event that occurred following implantation of a rayone galaxy toric rao615x. The event description provided states that the patient was dissatisfied with their post-operative outcome and as a result underwent an additional surgery to have the lens explanted.